Manufacturer narrative:
The hill-rom technician found the right foot casters not holding due to normal wear and tear. Per the hill-rom service manual annual preventative maintenance must bbe performed to insure all bed features are functioning as originally designed. Particular attention must be addressed on safety features including but not limited to: caster braking systems. A search of the hill-rom maintenance records showed hill-rom performed preventive maintenance on this bed in 2006, 2007, 2009, and 2013. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced right foot brake casters to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technical service rep stating the right foot brake caster does not hold while in brake position. The bed was located at the account in the bed shop. There was no pt/user injury reported. This report was filed in our complaint handling system asa complaint #(B)(4).